Event description:
A doctor's office alleged that after correct plus was used on one (1) patient to get a denture impression; the material could not be removed from the patient's mouth. The doctor had to cut the impression material out ot the patient's mouth.

Manufacturer narrative:
The doctor had to anesthetize to the patient's mouth due to the pain. The patient returned to get a new impression using a different product, without further incident. To date, the patient is doing fine. The product was not returned; therefore, a retain sample was tested and yielded within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.